Event description:
It was reported that during a da vinci-assisted surgical procedure, the system shutdown. Technical support engineer (tse) reviewed logs and noticed that the vision side cart (vsc) was power cycled. Tse found a similar incident had happened before. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly (rpta). The system was tested and verified as ready for use. Isi has not received the rpta for evaluation.